Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: (B)(6) rep, have to restart several times during case. Update - the duration of loss of light cannot be confirmed. There wasn't really any impact to the patient because they are able to turn it off and turn it back on and still use it. The device is still being used. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause: highly recommend software/hardware update and calibration. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.